Event description:
A surgeon reported an unexpected refractive outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested 09/09/2011 and 09/16/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).